Event description:
Customer called to report the pump's driver arms would not stay down. It stated that the syringe door could be closed, but when the reservoir door was opened the driver arms were popping up. Device was not dropped, bumped, or exposed to moisture.